Event description:
It was reported that the device and leads were removed due to vegetation on the right ventricular lead. It was also noted that the patient also had vegetation in other areas of the body. The system was removed. No further patient complications have been reported as a result of this event., infection

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the medial segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation had cosmetic depression, and there was apparent explant damage.